Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, retain testing, and system risk analysis. The batch record was not performed since the lot number was not available. Supplier evaluation was not required as the issue was not identified to be a functional or manufacturing issue. Retain testing was not performed as it was not identified to be a manufacturing or functional issue. The system risk analysis (sra) was reviewed for the issue of expired product and the risk was determined to be "low risk." The assignable cause of the issue is failure to follow instructions by using expired product. The customer stated they used product beyond the expiration date and inquired about the timeframe the chemical properties remained past the expiration date. The customer was informed that asp does not perform validation testing on cidex® opa solution past the expiration date. A customer letter is being sent providing proper use of the product. Asp will continue to track and trend the issue. No further investigation is required at this time.

Event description:
A customer reported using cidex opa solution after its expiration date. The load was released and used on patients. There were no serious injuries reported. Per instructions for use (IFU), it states cidex opa solution must be discarded after the expiration date on the outside of the bottle and after its 14-day reuse period even if the cidex opa solution test strip indicates a concentration above the minimum effective concentration (mec). As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer uses cidex&#59407;pa solution after its expiration date.